Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: catheter . (B)(4).

Event description:
Information was received from a healthcare provider and a company representative via a consumer regarding a patient receiving gablofen (highest daily dose of 90/day, concentration of 2000) via an implantable infusion pump. The indication for use was noted as intractable spasticity. The patient's medical history was reported to be cerebral palsy with a gmfcs (gross motor function classification system) of 5. The patient was not taking any other medications at the time of the event. At a prior appointment on an unknown date cerebrospinal fluid (csf) was unable to be aspirated from the catheter access port (cap) when a cap study was attempted for routine patency. Baclofen was removed from the pump and replaced with saline until the replacement procedure. On (B)(6) 2015 the pump and catheter were explanted, the issue was reported to have been resolved, and the patient was alive with no injury. On (B)(6) 2015 the healthcare provider reported that the patient had recovered without permanent impairment. The date of the cap study and patient symptoms were not reported; additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the pump, model# 8637-40, sn (B)(4), found the pump port to be occluded (dried drug, blood, or foreign material) upon receipt. The occlusion was able to break loose after external decontamination. The pump patency during decontamination was good. Analysis of the catheter, model# 8780, sn (B)(4), found damage to the transition tubing. A patency test of the catheter while attached to pump initially failed. After the catheter was detached from connector, the patency test still failed. The catheter port was found to be occluded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.